Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a cause for the reported inaccurate delivery. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other absolute pro device is filed under separate medwatch report.

Event description:
It was reported that during a procedure of the heavily tortuous, de novo left and right common iliac artery (cia) the 10x40x135mm absolute stent was advanced from the left brachial to the lesion in left cia and a 10x40x80mm absolute pro stent was advanced from the right sfa (ipsilateral retrograde approach) to the lesion in right cia. It was noted that during deployment at the same time both stents jumped not fully in the target lesion. One each 8 x 40 mm additional stent was used to fully cover both target lesion locations without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.